Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date during an unknown surgery the hammer would not slide on the insertion/extraction tool when putting a pfna nail. The procedure was completed successfully with 5 minutes delay. There were no patient consequences. Concomitant devices reported: unknown hammer guide (part# unknown, lot# unknown, quantity 1). Unknown extraction holding sleeve for hip pin (part# unknown, lot# unknown, quantity 1). Unknown pfna nail (part# unknown, lot# unknown, quantity 1). This complaint involves one (1) device. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D10: complainant part is not expected to be returned for manufacturer review/investigation. H6:product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: investigation summary : reviewing attached picture, the complaint description can be confirmed that the slotted hammer is in a used an desolate worn condition. Actual device was not returned; zuchwil customer quality will conduct investigation based on the initial inspection result from the local technician. Investigation summary: based on the inspection by the local technician did can be seen from the attached photographs the slotted hammer has severe impaction damage to its face and handle shaft. The impaction damage at the one end has swaged inwards toward the slot, possibly causing the slot width dimension to reduce and therefore not allow the hammer to slide. The lot I/d is 9412095. After a visual inspection per guidance provided in windchill document #000277191. It is determined that the reusable instrument is worn from repeated use and service; therefore, further investigation for the reported complaint device is not required. During the investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventative action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market surveillance activities. The instrument will be disposed of. Device history lot part number: 357.026, lot number: 9412095, manufacturing site: umkirch, release to warehouse date: march 13, 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.